Event description:
It was reported that the patient experienced an infection on their spine and near the implant site of implantable neurostimulator (ins). It was also reported that the patient had experienced a shocking sensation from the ins. It was noted that on (B)(6) 2013, the infection "burst open" and soaked "2-3 bandages." The patient reported that the infection at the other site (near their buttocks) would probably have to "drain." The patient noted that they had a "pretty big hole" that they haven't been able to close up which had been this way since implant. They felt like there was a "wire poking" them non-stop and they believed it was due to the infection. There were no falls or trauma reported that were related to the event. The patient did note that the ins system was helping with their pain and was concerned that the device may be removed. The patient did report that they were going to visit their healthcare professional on (B)(6) 2013. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that there were problems closing up the patient during surgery.

Manufacturer narrative:
(B)(4).